Event description:
It was reported that during an unknown time the mesher was broken and sent to repair. Patient impact and additional event details are unknown. At device evaluation the comb was noted to be damaged. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the comb and spur gear were damaged and replaced them. The unit was tested, calibrated, and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.